Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number provided (pg289438) for the device involved in the event was not valid, the full UDI is currently not available.

Event description:
It was reported the nose of the instrument broke off. The instrument fractured into two pieces. There was no surgical delay reported, and no adverse patient consequences reported.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: customer is complaining the "nose" to be broken off the instrument. Instrument fractured into two pieces. No surgical delay reported, no adverse patient consequences reported. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the post at the top of the broach broke off. The broken fragment was returned for evaluation. Based on observations and location of the breakage, it can be determined that impaction forces combined with handle not being fully secured onto the broach caused a excessive workload to a specific portion of the post leading to fatigue fracture - broken post a functional test was not conducted due to not being applicable to the complaint condition. A dimensional inspection was not conducted due to not being applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the actis broach sz 4 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 4/6/2017. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU 090200836, rev f. Part number: 201001040. Lot number: pg269438. A manufacturing records evaluation (mre) was performed and no non conformances related to the reported event were found.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h4. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that there the event occurred during intra op.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d9, h4 corrected: d4 (lot, primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.